Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 80 mg/dl and receiving treatment of sugar and juice by her caregiver, who is a healthcare provider. Customer subsequently experienced symptoms described as dizziness and seizure and was taken to a hospital where a blood glucose result of 530 mg/dl was obtained on the healthcare meter compared to another sensor scan result of 80 mg/dl. Customer received "serum therapy" for a diagnosis of hyperglycemia and no further treatment was reported. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 80 mg/dl and receiving treatment of sugar and juice by her caregiver, who is a healthcare provider. Customer subsequently experienced symptoms described as dizziness and seizure and was taken to a hospital where a blood glucose result of 530 mg/dl was obtained on the healthcare meter compared to another sensor scan result of 80 mg/dl. Customer received "serum therapy" for a diagnosis of hyperglycemia and no further treatment was reported. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.